Event description:
Patients in the intravenous infusion process, the use of the tee seepage, has ruled out there is no tightening and other factors or leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.